Manufacturer narrative:
(B)(4). Date sent: 2/12/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a pediatric liver transplant, the device would not release on the tissue after firing. A knife was used to cut the tissue. No patient harm was reported.